Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event. The programmer and analyzer were tested and no errors occurred. The analyzer passed all incoming functional tests. It was noted the battery voltage was low (normal battery depletion). No anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported during an implant of an ipg (implantable pulse generator), when working with the analyzer, the programmer showed the message: "lost communication between programmer to analyzer". The analyzer was replayed and the loading measures were lost. The connection between programmer to analyzer was tested and found ok and the procedure continued without problems. The wave, threshold and impedance measures were checked however the loading information before this event was lost. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.